Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and the touchscreen became cracked. Reportedly, the pump is still functional. Customer had elevated blood glucose levels (282 mg/dl). Customer delivered a bolus to stabilize blood glucose levels. Customer indicated they have back up manual injections for continued insulin therapy.